Manufacturer narrative:
8/14/97 - supplemental report #1 sent to FDA. A medwatch was received from the user facility with the following additional info: a1, a2, a3, a4, e4, f2, f8, f10, f11 and f13. The user facility's codes were entered in f10 to be added to the codes already provided by co in its initial submission.

Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the cystic duct was severed while attempting to fire the device. A formal laparotomy was performed and the surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.